Event description:
The customer observed false repeat reactive alinity I anti-hcv results generated by the alinity I processing module for a patient, which was inconsistent with another method. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid: (B)(6). On (B)(6) 2025 alinity I anti-hcv initial result = 1.29 s/co; repeat result = 1.34 s/co. Repeat result on another device = 0.35 s/co (nonreactive). Immunochromatography method = negative. Patient¿s historical result (on (B)(6) 2025) = negative. There was no impact to patient management reported.

Manufacturer narrative:
Section a1: patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer support specialist recommended the customer to inspect and replace the alinity sample pipettor probe. The customer replaced the alinity sample pipettor probe, which resolved the issue. A review of instrument service history for (B)(6) revealed no additional tickets associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the alinity sample pipettor probe did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), or the alinity sample pipettor probe was identified.

Event description:
The customer observed false repeat reactive alinity I anti-hcv results generated by the alinity I processing module for a patient, which was inconsistent with another method. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): on (B)(6) 2025 alinity I anti-hcv initial result = 1.29 s/co; repeat result = 1.34 s/co repeat result on another device = 0.35 s/co (nonreactive) immunochromatography method = negative. Patient¿s historical result (B)(6) 2025) = negative there was no impact to patient management reported.